Event description:
It was reported the patient was experiencing physical pain at the pump pocket location. It was resting ¿on top of the iliac joint¿. The pump was revised to a new pocket location on the day of report. The patient started experiencing pain six months prior to the report date, with the pain worsening in the last two months. The pump was used to deliver morphine and clonidine. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l82057, implanted: (B)(6) 2000, product type catheter. (B)(4).